Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "alumina delta-on-alumina delta bearing in cementless total hip arthroplasty in patients aged less than 50 years" written by young-hoo kim, md, jang-won park, md, and jun-shik kim, md published by the journal of arthroplasty xxx (2016) 1e6 accepted by publisher 7 march 2016 was reviewed. The article's purpose: "the purpose of this study was to evaluate the clinical and radiographic results, prevalence of osteolysis, squeaking, and fracture of ceramic material associated with the use of the alumina delta ceramic-on-alumina delta ceramic bearing in cementless tha in patients aged less than 50 years." Data was compiled for 277 patients (344 hips) who received cementless tha with coc bearing surfaces and were 50 years or younger at time of surgery. Mean follow up was 13.1 years. Depuy products utilized: pinnacle cup, proxima stem, coc bearing surfaces - all depuy products in all hips. The article reports on generalized adverse events along with one patient with identifiers in a radiographic image which is captured on a linked complaint. This complaint captures the generalized adverse events: thigh pain attributed to aseptic loosening of femoral stem (treated by revision), squeaking or clicking sound (no interventions), dislocations (treated with closed reduction and abduction brace and/or treated with revision of acetabular cup due to recurrent dislocation), intraoperative undisplaced calcar fracture (treated with cerclage cables and healed without compromise of stem stability followed by partial weight bearing for 3 months), non-progressive stress shielding in calcar region (no interventions), migration of stem (treated with revision), mispositioned cup (noted with ranges of 25-52 degree inclination and 17-25 degree anteversion).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.